Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient was unhappy with the outcome. The toric lens shifted with undercorrection. The iol was exchanged for a different model iol approximately 4 months following the initial implant procedure. Additional information was requested and received.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens was cut in half, typical of insertion and removal of the eye. Scratches and cracks are observed along the edges of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).